Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and reloaded cartridge to address the event; however, the cartridge still did not fit properly onto the pump. Review of the customer's pump images indicated that an o-ring was still on the pneumatic tap. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. Blood glucose level was 142 mg/dl.